Manufacturer narrative:
(B)(4). The customer reported that the ac power led was not illuminated. There was no report of patient involvement. It was further determined by a local philips representative that the unit failed to power up. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power led was not illuminated. There was no report of patient involvement. It was further determined by a local philips representative that the unit failed to power up.